Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 29may2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that it was tried to recover aux drawer 4, but it failed. The fse opened the back of aux and inspected all drawers, concentrating on dwr4. The lights on row board were mostly out. The fse inspected the retractor band and it looked worn out. The fse changed the retractor band and then proceeded drawer back and turned on pyxis, but the board lights were still not on properly. Then the fse turned off medstation and replaced row board (l) board. The fse put drawer back together and turned on medstation. The customer logged in and failure icon was gone. He inventoried multiple meds in drawer to test.the report was closed. During dchu visual inspection: pn 151903-01: the pcba fh cubie pmc was received with signs of thermal damage on component u300 and physical damage on inductor l301. Pn 353844-01: the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 151903-01: the testing from dchu was not required due to the signs of thermal damage to the internal components of the pcba. Pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified in the parts as follows: thermal damage to component u300 and physical damage on inductor l301 on the full height cubie pmc circuit board (pn 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction. A short between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that thermal damage to component u300 and physical damage on inductor l301 on the full height cubie pmc circuit board and short between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.